Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A medtronic representative went to the site to test the equipment. Testing revealed that the panel assembly was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system emergency stop button would intermittently not function. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device manufacture date was not populated in follow-up report #1. Device manufacture date now updated to proper value.

Manufacturer narrative:
The indicator panel for the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.